Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure within an eccentric and restenosed proximal left anterior descending artery, the voyager nc ruptured at 12 atmospheres on the third inflation. The procedure was completed with the use of a non-abbott balloon catheter. There were no reported patient effects.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it is likely that the balloon may have become scratched/damaged such that the balloon ruptured at 12 atmospheres during the third inflation, as no damage was noted during preparation for use nor during the first two inflations. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint and all lot release testing met specification. There is no indication of a product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rate balloon pressure and balloon integrity.